Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that following device insertion, a low placement signal alarm was observed. The placement signal measured 5/2 (3), with a systemic arterial line map of 60 mmhg. At p4, flows were approximately 3.4 l/min; however, no placement signal was detected, and the left ventricle placement signal was negative. Device position was confirmed via x-ray and transesophageal echocardiography (tee). A new device was opened and inserted without issue. No patient harm was reported, and the patient survived the procedure.